Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for evaluation, but has not yet received them. If either the meter or strips are returned, lifescan will evaluate it/them and,if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.

Event description:
The patient called alleging high reading on the lfs meter. The patient had obtained blood glucose over 130 mg/dl adn claims that he never receives a blood glucose reading over 130 mg/dl. The following day patient went to the hospital to get his blood glucose taken and received 98 mg/dl(invalid comparison). Test stirps failed control solution test twice. Test strips were in good condition and not expired. Control solution was also not expired. This case is being reported as a malfunction, since the test strips failed control solution test twice.